Event description:
Elderly patient was taken to the cardiac catheterization lab for intervention to a 90% left circumflex lesion; physician decided to treat with rotational atherectomy. The lesion was initially treated with balloon then a rotofloppy wire was introduced with several passes being made with 1.25 burr. During one pass the burr appeared to perforate the coronary at which point a 3.5x15 balloon was introduced to treat the perforation; patient remained hemodynamically stable. Upon removing the wire, the physician realized the rotofloppy wire separated and the distal portion (approx. 30 cm) remained in the om branch. Attempts to snare the wire were unsuccessful. It's unclear whether the burr may have transected the wire or whether the wire had a defect leading to the breakage.